Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with device in backup vvi operation. The patient experienced fatigue and presyncope. Device download was performed successfully. The device was restored to normal settings. The patient was in a stable condition.